Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, crease fold and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.